Manufacturer narrative:
It was inadvertently reported the device code as (B)(4) in initial report. The correct code has been updated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017

Manufacturer narrative:
For devices implanted prior to (B)(6) 2017 and/or the service app occurred prior to (B)(6) 2017: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing a knee surgical procedure (exact date unknown). Postoperatively, the ipg would no longer communicate with external devices, and the patient controller displayed an error message. To address this issue patient may be awaiting surgical intervention .